Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, the plug was placed into the femoral ring. The surgeon does not recall if he separated the outer layer from the plug and placed the outer layer into the femoral ring or if he placed in its entirety in the femoral ring. He sutured the plug to the medial aspect of the defect. The mesh patch was placed on the posterior wall of hesselbach's triangle and sutured. Layers to skin were sutured closed. The plug inverted and migrated out of the femoral canal. 2 days post op, he was seen by the physician and in that time the small bowel had become incarcerated in the femoral canal. The physician reduced the incarcerated bowel and the patient was scheduled for laparoscopic hernia repair the following morning. Upon laparoscopic visualization, the plug had become displaced. The plug was still attached medially but had inverted and migrated out of the femoral canal. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Nothing fell in the surgical cavity. Patient current status reported as good.